Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of discrepant inr results with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022: the result from the meter was 3.0 inr. The result from the laboratory within 2 hours was 2.1 inr. On (B)(6) 2022: the result from the meter was 3.7 inr. The result from the laboratory within 2 hours was 2.2 inr. Strip lot numbers 54146413 and 57790223 were used. It is not known which lot was used for which meter test. The patient¿s therapeutic range is 2.5 ¿ 3.5 inr.